Manufacturer narrative:
(B)(4). The returned valve was fully adjustable and all performance levels could be set on the first attempt. Therefore, the complaint could not be substantiated by laboratory personnel. It is unk what may have caused the reported incident. The valve was patent and passed leakage, siphon, and reflux testing. The valve performance met all established specifications for pressure-flow and preimplantation testing. A review of the manufacturing records showed no anomalies.

Event description:
It was reported that the shunt could not be programmed after expanding.